Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the during total hip arthroplasty procedure, the patient died due to internal bleeding after a drop in blood pressure following implantation of the femoral stem and head.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The reported device is used for treatment. Pre-operative x-ray images were provided which indicate that the femur was fractured. Surgical notes were not provided. It is unknown whether the components were implanted per the surgical technique. Review of complaint history for the part-lot combination for the reported head, identified no previous complaints. Relevant medical history is unknown. A definitive root cause cannot be determined with the information provided.